Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation; however, there was no reported device malfunction and the product was not returned. Perforation, shock and death are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the procedure was to treat a lesion with no tortuosity and no calcification in the mid circumflex coronary artery. Pre-dilatation was performed a 3.5 x 18 mm xience alpine stent was implanted; however, a perforation occurred. A graftmaster stent was used to seal the perforation successfully. However, the patient went into cardiogenic shock, and although, cardiopulmonary resuscitation (CPR) was performed; the patient died subsequently. No additional information was provided.